Manufacturer narrative:
Insulin pump monitored for several days and no blank display noted. Insulin pump passed the displacement test and unexpected restart error alarm test. Insulin pump received with normal operating current. The device passed self test. Pump passed off no power test. No unexpected low battery alarm anomalies noted. No unexpected missing segment and partial display anomalies noted. No damage on the lcd isolation tape noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received an off no powe alarm and blank display. The customer¿s blood glucose level was 227 mg/dl. The customer did not receive a low battery alert prior to the off no power alert. The customer stated that the screen was blank at the time of the call.the customer was advised the pump requires brand new or fully charge batteries to work effectively. The customer was also advised they may continue to wear a pump until a replacement arrives. The insulin pump will be returned for analysis.